Manufacturer narrative:
The affected journey ii bcs articular insert was not returned for evaluation. Without the return of the actual product involved and no batch information available, our investigation of this report is inconclusive. A clinical evaluation noted that no clinical relevant documents were provided to conduct a thorough medical assessment. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported that revision surgery was performed due to dislocation. 11mm insert was replaced to 15mm insert.